Event description:
The reporter stated that injection site band came off and the site popped out during a nuclear medicine scan. Radioactive material leaked onto the pt getting into her eyes. The solution was wiped off and the pt was seen by an ophthalmologist. There were no adverse effects.